Event description:
The floor nurse attempted to remove the catheter from the patient's arm. During the catheter removal process, the nurse reported that it was difficult and that the patient appeared to be in pain. Upon removal of the catheter from the patient's arm, the nurse observed an unknown angle to the catheter tip. The incident was discussed among the hospital board and they suspect the incident was due to user error. Furthermore, an xray was taken on the patient's arm and it appeared that remnants of the catheter remained in the patient's arm. The hospital continued to monitor the patient's current condition and intervention was not confirmed.